Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Difficulty to inflate the stent can be the result of, pre-dilatation strategy, balloon entrapment, balloon pinhole or rupture, or excess balloon twisted fold. A contraindication in the pixel instructions for use (IFU) is, "pts who experienced a recent acute myocardial infarction." Thrombosis is a known adverse event associated with coronary stenting. Death is addressed in the pixel risk assessment. A conclusive root cause for the reported pt effects, cannot be determined; however, there does not appear to be a product quality issue.

Event description:
Reporting status: death. Reporting rationale: medical intervention; permanent damage; death. Device issue: none. It was reported that this was an acute myocardial infarction (ami) case. The lesion was dilated with another company's 2.25 x 15mm balloon catheter. A 2.5 x 18mm pixel stent was deployed in the mid lad and a 3.0x 12mm vision stent in the proximal lad. The lesion was examined on angiography and the vessel distal to the area where the vision was implanted became invisible. As the vision stent was confirmed not be fully expanded, the vision was post-dilated with another company's 3.5 x 12mm balloon catheter; however, the blood flow did not improve. Thrombus aspiration was done using another company's aspiration catheter. Thrombus aspiration was done several times, but the blood flow improved just after each aspiration and then the vessel became totally occluded afterwards, on all occasions. Another company's balloon catheter was dilated to squash thrombosis at a high pressure. The procedure was completed and medication (thrombolysis) was administered; however, the pt expired. No additional event or pt info is available.